Event description:
Customer did not claim alleged death or serious injury. In 2004, customer faxed and reported "gel absent in microtube #1" after receiving ocd recall notification and related customer notification dated in 2004.